Event description:
It was reported that 3 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, and in-stent thrombosis occurred. During the initial procedure, an 80% stenotic lesion was located in the ostial and proximal left anterior descending (lad) artery. The vessel was reported to be non-tortuous. A 3.0x20mm taxus liberte stent was deployed to 12 atms in the lesion. Results were reported as "good". The pt received plavix pre-procedure, heparin during the procedure, and aggrastat and plavix post-procedure. No information was reported concerning patient complications. The patient presented 3 days after the initial procedure with "changes in electrical signs and chest pain." Angiography showed total occlusion of the lad. A pt2 moderate support guide wire was used to re-canalize the lesion. Subsequently, a power line 3x10mm balloon was inflated multiple times in the lesion without success. Next, a 2x15mm angiography balloon was inflated twice in the lesion, resulting in a successful lesion re-canalization. A 3x24 mm taxus liberte stent was then deployed at 16 atms in the lesion. Post-intervention results were reported as "perfect". No information was reported on patient complications and the patient was placed on aggrastat.

Manufacturer narrative:
The complainant indicated the stent was implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed.